Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the investigation, a defect of the image sensor unit, or a failure of the internal circuit board of video connector or the system caused the b30 error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to corrosion on endoscope connector, b30 (scope communication) error occurred. In addition, adhesive on bending section cover had a chip. The scope connector had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a dent. The control unit had a scratch. Grip had a scratch. The up/down plate had a scratch. Angulation lever had a scratch. The switch box had a scratch. Forceps channel port had a scratch. The insertion tube rotation ring had a scratch. Image guide protector had a scratch. The universal cord had a scratch. The scope connector cover unit had a scratch. Connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis lucera elite bronchovideoscope) is an olympus loaner asset that was returned for displaying a b30 (scope communication) error. There was no report of user or patient harm associated with this event.